Event description:
He received a result of lo three times in a row and the fourth test received a result of 209mg/dl. All tests were reportedly performed within 10 mins. No treatment received and no adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.